Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg remains in use, and patient to be monitored with follow up visits. No patient complications have been reported as a result of this event. It was also reported that approximately one month later, follow up check revealed further decrease of ipg longevity. Review of device data revealed high current drain. The ipg remains in use and patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis found no evidence of a high current drain condition, the cause of the depleted battery was not determined. Battery analysis found no evidence of an internal mechanism for premature depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Subsequently, the ipg was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported, (B)(6) 2018, the patient visited the outpatient clinic for device check. The remaining battery life became minimum two months, and implantation of leadless implantable pulse generator (ipg) was scheduled. No patient complications have been reported as a result of this event.